Manufacturer narrative:
Patient post-op bcva was 20/20 and ucva was 20/20 on (B)(6) 2017. Product evaluation found lens returned in a micro centrifuge vial with some moisture on lens. Visual inspection found no visible damage.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -11.50/+1.5/x085 diopter, implantable collamer lens in the patient's rightt eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.